Manufacturer narrative:
Although requested, no add¿l pt info was provided.

Event description:
It was reported that during pt treatment, the ¿paw high¿ alarm message and visual led alert occurred but there was no audible alarm. The pt was manually ventilated during the transfer to second ventilator. No adverse pt effects were reported.